Event description:
It was reported that a patient implanted with an impella cp had slight ecchymosis and oozing. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The root cause of the bleeding and hematoma were unable to be determined as insufficient clinical details were provided and no product was returned for analysis.